Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No blank display noted. Insulin pump was unable to verify for battery out of limit alarm due to no button response. Insulin pump had moisture damage was found on electronic and motor assembly. Insulin pump received with cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the insulin pump fell into a pool and there was fluid under the lcd screen. The customer stated her blood glucose was probably around 150 mg/dl at the time of the incident. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.